Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgical procedure, the patient had a burn while using the generator. The reporter added that the unit needs a calibration. The size of the burn was two points approximately 1cm in thigh region, region of the vastus lateralis muscle. The patient did not have major complication.